Event description:
It was reported that the patient expired. After performing the transseptal puncture with an NRG radiofrequency needle, the team exchanged over a guidewire and advanced a FARADRIVE sheath, then introduced the FARAWAVE catheter according to standard instructions. Once left atrial mapping was completed, PFA applications were delivered in the pulmonary veins and along the posterior wall. During the procedure, the patient developed a sudden drop in blood pressure along with facial cyanosis. Cardiac tamponade was suspected and confirmed by echocardiography showing a pericardial effusion. Resuscitation efforts and pericardiocentesis were initiated. Despite these interventions, the patient experienced multiple episodes of ventricular fibrillation and electromechanical dissociation. Throughout the case, the FARAWAVE NAV catheter did not display error codes 301 or 303, and all device flushing procedures were performed correctly. The patient expired approximately two hours after the procedure. The official cause of death was determined to be cardiac tamponade and ventricular fibrillation/electromechanical dissociation. The event was attributed to risks inherent to the procedure rather than to a malfunction or performance issue with the Boston Scientific devices.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information.Investigation Summary:No returned product was received, so device specifications could not be verified. There is no evidence to suggest the device did not meet design specifications, and device failure is not suspected. Therefore, the reported allegation cant be confirmed.DHR/Service History Review: The DHR records were reviewed. There were no non conformances for these DHR during Manufacturing. There were some rejects reported. However, the numbers reported do not represent a systemic issue, and it is unlikely that a defective device is not caught as there is 100% in line inspection in place to prevent defects from leaving the facility. All other devices in manufacturing passed all acceptance criteria. Additional review is not required. Labeling Review: The information provided in the complaint indicates adverse events and upon review of the instructions for use (IFU), it states the following: Pericardial Effusion, Cardiac Tamponade and Perforation Vessel as possible adverse events while using the device. The IFU also states the following: Careful needle manipulation must be performed to avoid cardiac damage, or tamponade. Needle advancement should be done under image guidance. Do not attempt to puncture until firm position of the active tip has been achieved against the atrial septum. Based on the IFU, the adverse events mentioned in the complaint are known inherent risks of the device. Risk Review: The complaint does not present a new or unanticipated failure type or harm. Potential root causes of the complaintFrom the limited information provided, it was mentioned by the physician that the NRG needle devise was not performance issues during the procedure, and the potential root cause of the reported adverse event cannot be determined with full certainty. However, in the case it could be related, it is highly probable that one of the root causes below contributed to the adverse events:Incorrect location of the distal tip of the needle when delivering RF leading to surrounding tissue being perforated;Misinterpretation of imaging information resulting in sub optimal puncture location;Existing patient condition and patient anatomy; Physician/scrub tech technique; Excessive force during advancement of needle and ancillary devices. Conclusion:Based information in the event description provided, the allegation of adverse events could not be linked to any malfunction or problems related to the devices, the user reported that the NRG device did not have any issues during the procedure. All the adverse events are listed within the IFU; therefore, the No problem detected cause code was selected.

Manufacturer narrative:
IT WAS INDICATED THAT THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. IF THERE IS ANY FURTHER RELEVANT INFORMATION OBTAINED, A SUPPLEMENTAL MEDWATCH WILL BE FILED. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. WE COMPLETED A GOOD FAITH EFFORT TO OBTAIN THE INFORMATION, BUT IT WAS UNABLE TO BE OBTAINED. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPIRED. AFTER PERFORMING THE TRANSSEPTAL PUNCTURE WITH AN NRG RADIOFREQUENCY NEEDLE, THE TEAM EXCHANGED OVER A GUIDEWIRE AND ADVANCED A FARADRIVE SHEATH, THEN INTRODUCED THE FARAWAVE CATHETER ACCORDING TO STANDARD INSTRUCTIONS. ONCE LEFT ATRIAL MAPPING WAS COMPLETED, PFA APPLICATIONS WERE DELIVERED IN THE PULMONARY VEINS AND ALONG THE POSTERIOR WALL. DURING THE PROCEDURE, THE PATIENT DEVELOPED A SUDDEN DROP IN BLOOD PRESSURE ALONG WITH FACIAL CYANOSIS. CARDIAC TAMPONADE WAS SUSPECTED AND CONFIRMED BY ECHOCARDIOGRAPHY SHOWING A PERICARDIAL EFFUSION. RESUSCITATION EFFORTS AND PERICARDIOCENTESIS WERE INITIATED. DESPITE THESE INTERVENTIONS, THE PATIENT EXPERIENCED MULTIPLE EPISODES OF VENTRICULAR FIBRILLATION AND ELECTROMECHANICAL DISSOCIATION. THROUGHOUT THE CASE, THE FARAWAVE NAV CATHETER DID NOT DISPLAY ERROR CODES 301 OR 303, AND ALL DEVICE FLUSHING PROCEDURES WERE PERFORMED CORRECTLY. THE PATIENT EXPIRED APPROXIMATELY TWO HOURS AFTER THE PROCEDURE. THE OFFICIAL CAUSE OF DEATH WAS DETERMINED TO BE CARDIAC TAMPONADE AND VENTRICULAR FIBRILLATION/ELECTROMECHANICAL DISSOCIATION. THE EVENT WAS ATTRIBUTED TO RISKS INHERENT TO THE PROCEDURE RATHER THAN TO A MALFUNCTION OR PERFORMANCE ISSUE WITH THE BOSTON SCIENTIFIC DEVICES.